Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying the message "pc." The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue began. The patient's diabetes management is not specified and it is unknown what action the patient took in response to the reported meter issue. It is not known if the patient developed any symptoms as a result of the alleged issue. It is also not known if the patient received any medical intervention/treatment after the reported meter issue began. During troubleshooting, the csr noted that the patient did not have all her testing supplies available. The alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. There is also no evidence the patient received any form of medical intervention after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 10/18/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.